Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with left ventricular assist device (lvad) and received all blood products during the procedure (cryoprecipitate antihemophilic factor, fiba, packed red blood cells, fresh frozen plasma, and factor vii). Their platelets were in the 40's and the procedure reportedly went well. The patient returned to the cardiac surgery intensive care unit (csicu) after the left ventricular assist device (lvad) implant and the nurse noted dilated fixed pupils. Computed tomography (CT) of the head and bispectral index (bis) monitoring demonstrated brain herniation, midline shift, and brain bleed. The patient was on inotropes, heparin, epinephrine, and ventilator support. The patient passed away on (B)(6) 2023. The death was not considered to be lvad related and the lvad reportedly operated as expected.